Manufacturer narrative:
(B)(4). Method: the complaint iw930 cosycot infant warmer was not returned to fisher & paykel healthcare. Our investigation is thus based on the information provided from the hospital and our knowledge of the product. Conclusion: it is likely that the cracking observed is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. The hospital had mentioned that the head case is rough and the label head has heat damage. When the infant warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the infant warmer head. Since the release of the subject warmer, we have changed the material of the head housing to a material that provides greater resistance to environmental stress cracking. We note that the subject infant warmer is over 15 years old. The product technical manual of the infant warmer features a diagram of the infant warmer which highlights the plastic surfaces of the unit containing components made from polycarbonate or acrylic, and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing hydroxides, hypochlorites, peroxides, glutaradehyde or cleaning products with a greater than 30% alcohol base. Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. We have since revised our cleaning instructions to recommend specific proprietary cleaning product.

Event description:
A hospital in (B)(6) reported that the upper head case of an iw930 cosycot infant warmer was cracked. No patient consequence was reported.